Manufacturer narrative:
Technical eval: the catheter used the old insert card packaging style. There is a 0.5 cm long flat spot starting 5.5 cm from the distal tip. Conclusion: the incident description given by the physician states that the catheter is fractured, however, this could not be confirmed. No fractures were found during the inspection of the device. The damage may have been inflicted during the packing and labeling process at penumbra. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-02. A (lot# l12895). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12895) indicated that 100% inspection of the devices resulted in 4 failures out of a lot of 120. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.

Event description:
The physician noticed a fracture in the neuron catheter prior to removing it from the packaging and did not use the product.